Event description:
It was reported that the signal artifact monitor (sam) of the implantable cardioverter defibrillator (ICD) disabled the minute ventilation (mv) feature due to sensing of noise. Technical services questioned whether the noise was due to a medical procedure. It was recommended to re-enable the mv feature at the next in clinic review as respiratory rate data contributes to the heartlogic index score. The ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted and in service. The associated investigation determined that a compromised lead or inadequate device-lead connection has the potential to create a transient high impedance condition, which may alter the minute ventilation sensor signal such that it becomes visible on egms and potentially subject to oversensing on the ra or rv channels.

Event description:
It was reported that the signal artifact monitor (sam) of the implantable cardioverter defibrillator (ICD) disabled the minute ventilation (mv) feature due to sensing of noise. Technical services questioned whether the noise was due to a medical procedure. It was recommended to re-enable the mv feature at the next in clinic review as respiratory rate data contributes to the heartlogic index score. The ICD remains in service and no adverse patient effects were reported.